Event description:
Per the audiologist, the patient never had benefit with the device. The results of an integrity test indicate multiple electrode anomalies. The patient was explanted 2009. Reimplantation is not planned and had not taken place at the time of this report, september 25, 2009. The physician is researching the possible absence of the patient auditory nerve.